Event description:
It was reported that the ins was not effectively reaching the pain in the patient's back down their leg, and the patient experienced additional problems with the implant. The issue began (B)(6) or (B)(6) 2016. The ins was explanted and replaced with a competitors. Patient 's was lead too embedded in scar tissue so the lead was still implanted. MRI information was requested.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.